Event description:
It was reported that pt underwent left partial knee replacement in 2000. Revision procedure was performed in 2002 due to pain and locking in the knee. Medical records indicate pt's weight was putting too much stress on the knee.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Corrective action initiated to address late submission.